Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 287, 304, 354, 320, 360, 576, 321, 403 mg/dl. Tests were done within 10 minutes with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.